Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient received a pdc vivo implant on (B)(6) 2023 at c5-6 due to symptomatic cervical disc disease. Patient developed a foraminal osteophyte / spur and stenosis. A pdc vivo removal was completed on (B)(6) 2024. Device placement was good and there was no device related issue. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of the complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcv-0021. The removal was caused by the formation of an osteophyte. This report is for 1 of 1 devices involved in this event.

Event description:
A patient received a pdc vivo implant on 2023 at c5-6 due to symptomatic cervical disc disease. Patient developed a foraminal osteophyte / spur and stenosis. A pdc vivo removal was completed on (B)(6) 2024. Device placement was good and there was no device related issue.